Event description:
It was reported that during surgery the device broke, no affectation to the patient or serious injury was reported for this case.

Manufacturer narrative:
Investigation results: the affected device was returned and evaluated. A visual inspection of the stem inserter revealed that the end of the threaded section that interfaces with the threaded driver hole of the hip stem was deformed. The deformation may have been caused by, but is not limited to: transfer of bending or impact loads applied through the threaded tip of the impactor in excess of the material strength or cross threading. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history review revealed no additional complaints for the associated batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.